Event description:
Infected breast implant caused ongoing infections of the breast, leading to osteomyelitis of the ribs and sternum. Bilateral breast augmentation (B)(6) 2024; postoperative course was complicated by incision dehiscence and exposure of the left breast implant. Implant was removed with a capsulotomy in the operating room with drain placement on (B)(6) 2025. Although initially it appeared as though she was healing uneventfully from this surgery she did experience further dehiscence of her incision and drainage. After many months of packing the wound and failure to make meaningful progress towards healing by secondary intent, we elected to return to the operating room for debridement of her wound and delayed primary closure. Approximately 3 weeks post-op, the breast became infected again; an magnetic resonance imaging (MRI) was scheduled, leading to diagnosis of osteomyelitis. (B)(6) 2024: sientra breast implants were placed; healing proceeded normally until the end of (B)(6) when a cellulitis infection began along the incision scar of the left breast. 3 rounds of antibiotic were given but the infection progressed, leading to an open draining wound, eventually exposing the breast implant. (B)(6) 2025: left implant removed. Antibiotics were given post-op; however, the cellulitis recurred several times over the next 7 months, including 2 open wounds that failed to close due to drainage. Wounds were packed with iodoform to encourage healing by secondary intention, but never fully healed. In total, 12 rounds of antibiotics were given. (B)(6) 2025, during a non-related surgery, the wounds were debrided to encourage healing; they healed but within 3 weeks became infected and drained again. (B)(6) 2025: surgical debridement and would closure was performed; incision healed, but became red and swollen, with a fluid pocket along the incision line approximately 3 weeks post-op. (B)(6) 2025: MRI of the breast and chest performed; findings were osteomyelitis left anterior sixth rib involving cartilage and bony portion, left lateral sternum at left sixth sternocostal attachment, and probable osteomyelitis anterior left seventh rib. (B)(6) 2025: referred to infectious disease for IV antibiotic treatment. (B)(6) 2025: began 6 weeks of intravenous (IV) antibiotics.